Event description:
The patient experienced a skin erosion over the lead-extension connection. The left-sided lead and extension were explanted. The patient was at home; his status was reported to be "good". No other clinical data was reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.